Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a fracture, high thresholds and high undefined impedance. The rv lead was capped and a new rv lead was placed on the right side due to a occlusion on the patients left side along with a new implantable pulse generator (ipg) system. No patient complications have been reported as a result of this event.